Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air bubble in the luer lock. The customer filled tubing and reported that the air bubble did not move. There was no impact to the customer's blood glucose level. Reportedly, the customer continued to use the cartridge.